Event description:
As reported, the 6f avanti+ sheath introducer looks to have been trapped while in production. The case was completed using another sheath from the same box. There was no reported injury to the patient.the product was not prepped as it was not used. The product was stored according to the site¿s standard procedures. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f avanti+ sheath introducer looks to have been trapped while in production. The case was completed using another sheath from the same box. There was no reported injury to the patient.the product was not prepped as it was not used. The product was stored according to the site¿s standard procedures. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.